Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the cadd ms3 pump depletes batteries in less than 3 days. Replacement pump was sent. Patient stated he has normal site pain. No patient injury was reported.